Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed early in the morning, but the patient did not call it in. The pump read that it had 95.8ml remaining, but it also said it had already infused 108ml; the pump cartridge was empty. Chemo residue was found on the pump and the pump's holster. No additional details were available at the time.